Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
Additional information was received on dec 12, 2024, and section h10 should be reported as: the manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no errors found. The manufacturer concludes that confirm the customer's allegation and there was visible foam degradation and unit is scrapped. In this report, sections g3, h2, h3, and h6 have been updated or corrected.